Manufacturer narrative:
Received the following: one (1) used. List#: cl3528, 30" (76cm) appx 6.3 ml, 20 drop admin set w/integrated chemolock¿ port drip chamber, 0.2 micron filter, chemolock¿ w/red cap, hanger; lot#: 14243855. ---> one (1) used. List#: unknown, primary plum set; lot#: 14243855. ---> one (1) used. List#: unknown, 0.9% sodium chloride 1000ml bag; lot#: v24j27d. One (1) used. List#: unknown, 0.9% sodium chloride 500ml bag; lot#: unknown. One (1) used. List#: unknown, primary plum set; lot#: unknown. ---> one (1) used. List#: unknown, extension set w/ piercing pin; lot#: unknown. ---> one (1) used. List#: unknown, 0.9% sodium chloride 50ml bag; lot#: p461764. ---> one (1) used. List#: unknown, 0.9% sodium chloride 50ml bag; lot#: 1026991. No visual damages or anomalies were observed. The reported complaint of bubbles in the line could not be confirmed. The returned sample was tested and met product specifications. No bubbles were seen during priming or any leaks observed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
Event occurred regarding a 30" (76cm) appx 6.3 ml, 20 drop admin set w/integrated chemolock¿ port drip chamber, 0.2 micron filter, chemolock¿ w/red cap, hanger where the reporter stated "that 6 hours after the infusion starts, bubbles post filter caused a pump error and when the nurse was addressing the pump error, the line fell out of the bag. The nurse was exposed to 450 ml of etoposide, doxorubicin, vincristine mixture. There were patient involvement and delay in therapy.